Event description:
The event is reported as: the circuit melted at the pt end. The circuit was in use for about 24 hours prior to discovering it was melted. No pt injury reported.

Manufacturer narrative:
Product has not yet been received by MFR for evaluation, therefore, investigation report is incomplete at this time. A f/u investigation report will be sent when completed.